Event description:
When in operation by a patient, an alarm rang pi, pi, pi, pi much shorter than the normal alarm sound, all display disappeared just leaving a message of alarm. The instrument operated again when a family of the patient pushed on a silence button. It was told only a turbine sound was confirmed, but not an alarm sound. When in a test running at a sales branch of reporter, the instrument, suddenly turned off, and the next moment it was recovered automatically and confirmed the rise alarm occurred.